Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, improper surgical technique. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/07/2024, it was reported by a sales representative via email that an ar-2372blo knotless ac tightrope pec button fell off the driver while implanting once dr was through the clavicle. "We were able to retrieve it but it will not screw back onto the driver. Patient was not affected, we opened another implant and it inserted fine." This occurred during use in a case with no patient effect.